Event description:
Additional information was received from the patient (pt). The cause of the change in setting was determined to be that they had a MRI on (B)(6) 2025 and the setting got changed by mistake. The MRI facility did not know to set it back to the right setting. When asked what steps were taken to resolve the issue, they reported they called and got information on the right setting on (B)(6) 2025. They had not contacted their doctor about the issue. They changed it on the day of the MRI and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that they had an MRI of their left hip and foot a few weeks ago, and they went to a different place than what they are having to go to now for their right hip, and they were asking the patient to find the MRI mode on their equipment to bring up the whole body before they could schedule them for an appointment, but they were having trouble because they couldn't seem to bring MRI mode up. The patient stated they'd had the communicator and handset plugged in for over half an hour, and the blue light on the communicator was flashing, and there was an orange light above it. The patient said they'd called medtronic patient services reviewed communicator function with the patient and directed the patient to unplug the communicator, as the communicator would not work if it was plugged in, so the patient unplugged the communicator and successfully paired their external devices upon powering on the handset and entering into the therapy application. Patient services then walked the patient through connecting to their settings. The external devices were functioning as intended. The therapy was on, on program 3 at .1 ma and the patient said they thought their stimulation had been higher than that before. Patient said the last time they went to dr. (Their managing healthcare provider (hcp)), the hcp had put them at 0.6 ma but now it was at 0.1 ma and they didn't know why. Patient services asked the patient if they thought they were getting a 50% or greater reduction in their symptoms and the patient only said they knew it wasn't going to be a 100% symptom relief and said they could be wrong about having been at 0.6 ma but they thought that's where they had been, and they were almost certain that they had not been at 0.1 ma. After discussing stimulation considerations with the patient it was determined that when the patient went to have their MRI of their left hip, leg and foot in the first part of october 2025, they'd put themselves in MRI mode but when they went to turn the therapy back on after the MRI, they hadn't deactivated first so they had just turned the therapy back on from the main therapy screen again. Patient was unable to recall if they'd switched programs but they didn't think they had. The patient was able to increase their stimulation to a comfortable level and was able to activate MRI mode. Patient services reviewed MRI mode considerations with the patient including how to deactivate after the scan and the patient said they wanted to stay in MRI mode for now while they called the MRI clinic to schedule their appointment and noted they'd deactivate later and call back if they needed further assistance. The troubleshooting steps that were taken on the call resolved the issue. Documented the reported event. No further action was taken by patient services. The patient said they were having severe pain on the top of the right side. They said the pain was excruciating when they bent over on their counter to make a note. The patient made no allegation against the medtronic device/therapy during this reported medical information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.